Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. The pt was prospectively enrolled with 1 cm low grade dysplasia. After a secondary focal ablation, the pt experienced mild, intermittent dysphagia. It was reported that there was a possible stricture in the ge junction that was subsequently dilated. Three days post dilation, it was reported that the dysphagia had resolved. Per the physician, the severity of the event was mild and there was no relationship to a device malfunction.

Manufacturer narrative:
The site did not return any device. Therefore, no analysis was performed. If additional info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4)